Event description:
Patient revised on (B)(6) 2020 due to dislocation approximately one month after primary surgery. Surgeon explanted 36mm centered glenosphere with screw and 135/145 36/+9 standard humeral cup and replaced them with a 40mm centered glenosphere with screw, 40/+9 standard humeral cup, and 135/145 reversed adapter for an extra +9mm.